Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessels were reported as severely calcified. It was reported that the device failed to track to the intended landing zone. The delivery catheter could not be advanced past the bifurcation of the common femoral artery. The delivery catheter was removed from the pt and it was noted that there were kinks in delivery catheter. The physician completed the case with another talent stent graft. The device was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results and conclusion: device discarded unable to evaluate the device. Severely calcified vessels.